Manufacturer narrative:
H11: the initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on (B)(6) 2025, a PICC line was to be inserted into the antecubital vein of the right elbow. After insertion, it was discovered that the extension tube lacked a pressure-relief sleeve. To ensure patient safety during catheterization, a new PICC set had to be opened and used.